Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient. It was reported the cause of the infection had not been determined yet. The surgery went well with no issues, however 1-2 weeks post lead implant the patient reported that something was not right so a CT and MRI was performed and determined that the lead was infected and needed to be removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported there was an infection in the lead area. The infection was not confirmed. Lead was removed on (B)(6) 2016. The lead was being tested in the hospital pathology. Intravenous (IV) antibiotics were used. The left side was done on (B)(6) 2016 and was ok.

Event description:
Additional information received from the healthcare provider (hcp) re-stated that the right lead was removed due to an infection. Information related to this event was requested by a separate hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.